Event description:
It was reported that myopotential oversensing was observed when the patient took deep breaths. Multiple non-sustained lead noise episodes occurred as a result of the oversensing. The device was reprogrammed and the oversensing issue was resolved.